Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 28may2015. Evaluation summary: a patient reported that the injection button of her humapen ergo device could not be pushed down and would not inject insulin. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient had used the device for 5-6 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the complaint which led to increased blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and reported adverse event, concerns a (B)(6) female of unknown age. Medical history included congenital heart disease and low density lipoprotein (ldl) was high. The patient was not taking any concomitant medications. The patient received human insulin (humulin r; unknown formulation) via humapen ergo I (unspecified type), at 15 units in the night, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date. On (B)(6) 2015, time to onset not provided, the humapen ergo I could not be pressed (lot number unknown, product complaint number 3293602), which caused the patient to not be able to inject the human insulin. Improper use was demonstrated by the patient using the humapen ergo I for five to six years, which was passed the recommended three years. Beginning around (B)(6) 2015, due to the dose being injected from the humapen ergo I being inaccurate, the patient began to experience high blood glucose. No values were provided, however, controlled blood glucose was usually below 7 (units not provided). On (B)(6) 2015 the patient was hospitalized due to high blood glucose; blood glucose at time of admission was over 10. Prior to hospitalization there was no change in treatment regimen and there were no events potentially associated with hyperglycemia. While hospitalized, on (B)(6) 2015, the patient's doctor discontinued use of human insulin and initiated human insulin isophane suspension 70%/ human insulin 30% (at 16 in the morning and 8 in the evening). The patient was discharged on an unknown date. Further details regarding hospitalization were not provided. Event of high blood glucose was recovering. Event outcome for not able to inject human insulin and inaccurate dose administered was unknown. Use of human insulin isophane suspension 70%/ human insulin 30% was continued. Human insulin was not rechallenged. The patient was the user of the device. The training status was not provided. General and suspect device duration was five to six years (since 2009 or 2010). The device was not returned. The reporting consumer assessed the events of high blood glucose and not able to inject human insulin as not related to human insulin; other event relatedness was not reported. Update 19mar2015: this case was initially determined to be non-valid (no adverse event). Additional information received from the initial reporter on 19mar2015, which contained a valid adverse event. Update 23mar2015: upon review of this case on 23mar2015, the case was opened to update the medwatch fields for regulatory reporting. Update 25mar2015: additional information received 25mar2015 from the initial reporting consumer. Added blood glucose values and event of inaccurate dose administered. Updated causality for events of high blood glucose and not able to inject human insulin to no. Narrative updated with new information. Update 27apr2015: (B)(4) received from the affiliate on 21apr2015. Processed product complaint (pc). Added pc number as well as noted as unknown device type to the narrative. Update 28may2015. Additional information received 28may2015 from the global product complaint system. To the device tab added the device specific safety summary, updated the EU/ca and medwatch fields, and updated the narrative accordingly.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and reported adverse event, concerns a chinese female of unknown age. Medical history included congenital heart disease and low density lipoprotein (ldl) was high. The patient was not taking any concomitant medications.the patient received human insulin (humulin r; unknown formulation) via humapen ergo I, at 15 units in the night, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date. On (B)(4) 2015, time to onset not provided, the humapen ergo I could not be pressed (lot number unknown), which caused the patient to not be able to inject the human insulin. Improper use was demonstrated by the patient using the humapen ergo I for five to six years, which was passed the recommended three years. Beginning around (B)(6) 2015, due to the dose being injected from the humapen ergo I being inaccurate, the patient began to experience high blood glucose. No values were provided, however, controlled blood glucose was usually below 7 (units not provided). On (B)(4)2015 the patient was hospitalized due to high blood glucose; blood glucose at time of admission was over 10. Prior to hospitalization there was no change in treatment regimen and there were no events potentially associated with hyperglycemia. While hospitalized, on (B)(6) 2015, the patients doctor discontinued use of human insulin and initiated human insulin isophane suspension 70%/ human insulin 30% (at 16 in the morning and 8 in the evening). The patient was discharged on an unknown date. Further details regarding hospitalization were not provided. Event of high blood glucose was recovering. Event outcome for not able to inject human insulin and inaccurate dose administered was unknown. Use of human insulin isophane suspension 70%/ human insulin 30% was continued. Human insulin was not rechallenged.the patient was the user of the device. The training status was not provided. General and suspect device duration was five to six years (since 2009 or 2010). If device is returned, evaluation will be performed.the reporting consumer assessed the events of high blood glucose and not able to inject human insulin as not related to human insulin; other event relatedness was not reported.update 19mar2015: this case was initially determined to be non-valid (no adverse event). Additional information received from the initial reporter on 19mar2015, which contained a valid adverse event.update 23mar2015: upon review of this case on 23mar2015, the case was opened to update the medwatch fields for regulatory reporting.update 25mar2015: additional information received 25mar2015 from the initial reporting consumer. Added blood glucose values and event of inaccurate dose administered. Updated causality for events of high blood glucose and not able to inject human insulin to no. Narrative updated with new information.